Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.1 failed and was not detected on bus. Customer tried rebooting the device, but issue still persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 was failed and not detected on bus. A field service engineer reseated all component wiring and cables to the drawer and row board trays; after completing the wiring, the failed hardware error was no longer present on the station, performed final testing using hardware test application (hta) and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.